Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The account reported that on (B)(6) 2019, the patient was admitted for subtherapeutic inr, during which time, the patient admitted to having mistakenly taken the incorrect dosage of her anticoagulant, taking 2.5 tablets instead of 5 mg tablets. The patient also complained of left sided pleuritic chest pain that worsened with inspiration for five days; however, the patient had been reporting chronic chest pain since the lvad implant. There were no clinical signs of pump thrombosis. On (B)(6) 2019, the patient was found to have acute kidney injury (aki) in the setting of receiving diuretics and not drinking water. The patient was given intravenous (IV) fluids and diuretics were held. On (B)(6) 2019, the patient¿s hemoglobin level was noted to have dropped from 11 to 8. On (B)(6) 2019, the patient noted dark, black stool and an endoscopy was performed. A single, small angiodysplastic lesion with stigmata of recent bleeding was found in the jejunum. Coagulation for hemostasis using argon plasma was successful and to prevent bleeding post-maneuver, one hemostatic clip was placed. There was no bleeding observed at the end of the procedure and the event completely resolved on (B)(6) 2019. Furthermore, the patient¿s subtherapeutic inr, chest pain, and aki events reportedly resolved on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for subtherapeutic international normalized ration (inr). The patient had mistakenly 2.5 tablets instead of 5mg tablets of anticoagulant medicine. The patient was experiencing left sided pleuritic chest pain that worsened with inspiration for five days and had reported chest pain since the implantation of the lvad. There was no clinical sign of pump thrombosis. The patient had an acute kidney injury in setting of receiving diuretics and not drinking water. While hospitalized the patient's hemoglobin dropped from 11 g/dl to 8 g/dl. On (B)(6) 2019 the patient had dark, black stool and an endoscopy was done. The endoscopy found an angiodysplastic lesion with stigmata of recent bleeding was found in the jejunum. Coagulation for hemostasis using argon plasma was successful. One hemostatic clip was successfully placed and there was no bleeding at the end of the procedure.